Event description:
Stryker 1005 stretcher being used in training for new lift system slid away from bed causing employee to fall to the floor. The foot lock was engaged. Upon further inspection, it was noted that the foot lock is not consistent in locking every time unless the pedal is pushed very hard or the lock on the head end is utilized.